Manufacturer narrative:
(B)(4) date sent: 2/10/2021 as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Date sent: 01/19/2021. Event date: only event month known: (B)(6). Device implanted. The lot was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported, linx implanted (B)(6) 2020 but was vomiting after surgery. 2 days later another surgery because she wretched it out of place. Has since developed chest pain and slight coughing but is scheduled (B)(6) 2020 for balloon dilation. Cannot swallow unless on steroids. Breast cancer treatment ongoing.